Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms was observed on the ra lead and resulted in activation of the lead safety switch (lss) feature. The patient is pacemaker dependent. Boston scientific technical services (ts) reviewed the episodes of noise and noted that some of the noise was myopotential in nature as a result of the switch to unipolar configuration, however, other episodes of noise was consistent with oversensing related to the respiratory rate trend (rrt) feature, however, this feature was observed to be programmed off. Ts discussed troubleshooting options. Sensitivity was decreased. No additional adverse patient effects were reported. This product remains implanted and in service.